Event description:
It was reported that, the batteries on the cardiosave intra-aortic balloon pump (iabp) unit don't pop out to remove. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, the batteries on the cardiosave intra-aortic balloon pump (iabp) unit don't pop out to remove. No patient involvement was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional contact info: e1(B)(6). A getinge field service engineer (fse) evaluated and exercised the battery connection point to resolve the issue. Fse then performed all the safety and functionality tests as per factory specifications, and the iabp was then returned the device to the customer for clinical service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.